Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident. The customer treated for high blood glucose with bolus. The customer declined troubleshooting. Customer assisted with troubleshooting for calibration. The insulin pump will not be returned for analysis.